Event description:
Kangaroo feeding pumps continue to malfunction despite work around with new tubing. Staff has been educated/informed to push down to lock tubing in place to stop "feeding error" from occurring. Even with this "fix" staff continually have issues with the feeding pumps and new tubing. With the previous tubing this was never an issue. This is a daily occurrence and is causing staff to use multiple feeding bags/tubing and changing out the equipment. The issue isn't with the connection piece it is where the pump and the tubing meet and the tubing is loaded into the pump.